Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event of pelvic inflammatory disease, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported a clinical patient was injected sometime in the neck lines with juvéderm® volite¿. The patient experienced non-device related ¿upper respiratory infection and arthralgia on the same day. The same the patient was treated with compound pseudoephedrine hydrochloride sustained release tablets, lanqin, oral liquid, and loxoprofen sodium tablet. The event of arthralgia resolved the same day. The event of upper respiratory infection resolved three days later. About two months later the patient experienced non device related ¿respiratory tract infection (viral)¿. The same day the patient as treated with losulofena tablets, carboxymethystein oral solution, compound pseudoephedrine hydrochloride sustained release tablets, lanqin, oral liquid, mabaloxavir tablets. Two weeks late the patient was also treated with moxifloxacin hydrochloride tablet. The event resolved about two months after from when the event started. Six days prior to the last event resolving the patient experienced non device related ¿pelvic inflammatory disease in women¿. The same day the patient was treated with jingangteng capsule. The event resolved about one month later.